Event description:
It was reported that a patient with bilateral knee replacements had a second left knee revision for unknown reasons. No additional information available after multiple attempts.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported.